Manufacturer narrative:
Manufacturer's investigation conclusion: review of the controller event log file data submitted by the account confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported right ventricular dysfunction and acute kidney injury could not be determined through this evaluation. The account reported on (B)(6) 2019 (post-implant day 16) that the patient¿s post-operative course was uneventful and she was in acute rehabilitation. It was stated that the patient recently experienced multiple low flow alarms associated with hypotension with doppler blood pressures in the 60s. During the low flows, high pi values up to 11 were noted. Information provided indicated that lab work found the patient to have acute kidney injury (aki) with an elevated creatinine level of 2.9. In addition, an echo revealed that the patient¿s right ventricle (rv) appeared dilated and there was a concern for rv dysfunction as a possible cause of the events. The submitted controller event log file contained data from (B)(6) 2019 11:01 pm ¿ (B)(6) 2019 10:09 am and captured a total of 113 low flow controller fault flags; however, only 2 of the low flow events lasted long enough to result in transient low flow hazard alarms the morning of (B)(6) 2019 at 1:09 am and 7:22 am. The low flow events were associated with calculated average flow values ranging from 2.3-2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. The low flow events were also associated with significantly elevated calculated average pi values ranging from 10.8-11.9. Overall, calculated average flow and calculated average pi ranged from 2.3-4.4 lpm and 4.4-11.9 throughout the log file, respectively. Motor power remained overall stable in the range of 4.292-4.765 watts with no elevated values. Calculated flow appeared to increase after 7:22 am on (B)(6) 2019 and no further low flow events occurred. Despite the momentary low flow condition, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit for the duration of the log file data. The submitted controller periodic log file contained data from (B)(6) 2019 ¿ (B)(6) 2019 and appeared to show the system operating as intended with no low flow events or atypical events recorded. The submitted lvad event and periodic log files cumulatively contained data from (B)(6) 2019 ¿ (B)(6) 2019 and appeared to show the pump operating as intended with no atypical lvad faults recorded. The customer did not report a definitive cause for the low flow condition. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on the heartmate # lvas and no additional events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's post operative course was uneventful and the patient went to acute rehab. On (B)(6) 2019 into (B)(6) 2019, the patient had multiple low flow alarms that were associated with hypotension with doppler blood pressures in the 60s. During the low flow events, pi increased up to 11. Lab work noted the patient to be in acute kidney injury with cr levels around 2.9. The right ventricle appeared dilated on echo, and there are concerns for right ventricular dysfunction as possible cause of events. However, rehab noted that at one point on (B)(6) 2019, patients pump power was at 11. No further information was provided.